Manufacturer narrative:
This is one of three products used in the same procedure and reported under manufacturing report numbers: 9610978-2004-01141 and 9610978-2004-01142. The third product, amiia peripheral dilatation catheter, was not reported to the FDA, as it is not manufactured or distributed in the united states (us) and is not similar to one manufactured/distributed in the us. The product has been returned for evaluation and testing; however, the engineering evaluation is not yet completed. Additional information will be submitted within 30 days from reciept.

Event description:
The balloon was ruptured. The report we rec'd from our affiliate indicated that a target lesion in the left superficial femoral artery was being treated. The lesion had heavy calcification, moderate tortuousity and 90% stenosis. The procedure was performed via antegrade approach. First, a savvy balloon catheter was used for pre-dilation, but leakage was shown on the image at 8 atm, so the savvy was pulled out from the pt. The balloon was ruptured. Then, a competitor's balloon ryujin (terumo/1.25mm x 15mm) was used for pre-dilation. Dilation was not enough with ryujin, and an amiia balloon catheter was used, but a leakage was shown on the image at 12 atm and the balloon was pulled out. Instead of amiia, a slalom thrill was used, but the thrill was also ruptured at 7 atm. Due to the heavy calcification, a roterblastor (bsj) was used. Then, a palmaz stent of unknown catalog and lot number was placed, and the procedure was successfully completed. There was no adverse consequence to the pt and no extension on the procedure time. The product was not available for evaluation and testing.